Event description:
Info was received that reported a pt had been seen in the ER for an incident of hypoglycemia. The pt's family member stated that the pt's insulin infusion pump with blood glucose monitor gave a reading of 66 mg/dl for which they began to correct with orange juice. During this the pt reportedly had a seizure; the pt was brought to the emergency room but was not admitted. After returning home from the ER the reporter checked the pt's blood glucose every 1-2 hours the device returned the following results; 98, 102, 128. Somewhat later the reporter stated the pt reported feeling "tingly" they then checked the blood glucose with a back-up meter which registered 89 mg/dl they then checked with the suspect device which registered 148 mg/dl. The reporter is concerned about the different results with two different meters and is returning the alleged device evaluation.